Event description:
It was reported that touchscreen was often unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer did not provide additional details, declined follow up, and technical support proceeded to close case with no further actions documented.